Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken hub/ loose sleeve with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and broken hub/ loose sleeve was observed. Damage is caused by heat causing the weld line to melt and become deformed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced hub separates from the device and sleeve falls off. This loose hub event occurred 1000 times. This damaged hub event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated there is "damaged hubs. Patient side needle caps are easily open when the phlebotomist twist needle caps to remove holder side cap. He found broken hubs." Broken hub patient side needle caps are easily open when the phlebotomist twist needle caps to remove holder side cap. He found broken hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced hub separates from the device and sleeve falls off. This loose hub event occurred 1000 times. This damaged hub event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated there is "damaged hubs. Patient side needle caps are easily open when the phlebotomist twist needle caps to remove holder side cap. He found broken hubs." Broken hub. Patient side needle caps are easily open when the phlebotomist twist needle caps to remove holder side cap. He found broken hub.